Manufacturer narrative:
(B) (4). The ge service rep performed a collimator calibration. Problem still present. He replaced the collimator interface, cleaned and lubricated the inside collimator (shafts, rails, motors, pots), then performed a collimator calibration. The system operates as intended.

Event description:
The customer states that there was an intermittent collimator potentiometer error message at boot up.